Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR # 2134265-2017-05729. (B)(6) clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, clinical assessment indicated that the patient's qualifying condition as stable angina. Prior to procedure, the patient was found to have abnormal fraction flow reserve indicative of ischemia. Subsequently, coronary angiography and index procedure were performed. The target lesion #1 was located in the distal right coronary artery (rca) with 90% stenosis and was 8 mm long with a reference vessel diameter of 2.25 mm. The target lesion #1 was treated with pre-dilatation and placement of a 2.25 x 12 mm study stent with 0% residual stenosis. The target lesion #2 was located in the proximal rca with 80% stenosis and was 14 mm long with a reference vessel diameter of 2.50 mm. The target lesion #2 was treated with pre-dilatation and placement of a 2.50 x 20 mm study stent with 0% residual stenosis. Site has confirmed the target lesion #2 was treated during index procedure as long lesion from proximal rca to mid rca. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient came to hospital for the evaluation of renal transplant during which the patient was referred for cardiac catheterization. Electrocardiogram (ECG) revealed nonspecific st and t wave abnormality, myocardial ischemia. The coronary angiography revealed 95% mid stenosis, 30% in-stent restenosis of the previously placed study stent in distal portion of rca. Subsequently, the 95% stenosis in mid rca was treated with pre dilatation and placement of a 2.75 x 12 mm over the wire (otw) non-bsc stent. Post procedure, the residual stenosis was 0% with timi 3 flow. On the same day, the patient was discharged on dual antiplatelet therapy.